Manufacturer narrative:
During production and quality testing it the attachment was overheating. The returned attachment was tested by manufacturing personnel and did not meet specification for bur rotation, cap temperature and sheath rotation test. Quality personnel then investigated the attachment. The attachment maximum temperature while free running with coolant spray off for 30 seconds was 38.1 degree celsius. This temperature did exceed specification. Some tooling marks were observed on the cap surface as receive. The bur tube was damaged as receive. Microscopic evaluation revealed significant to moderate gear wear. Both bearing retainers looked good but were dry. Minor debris and lack of lubrication was observed within head and cap cavities. All inner components appeared to be dry and corroded. The lack of lubrication and detachment of the bur end bearing assembly may have caused friction and as a result, increase the instability and vibration within the head cavity causing the cap to unscrew but this could not be confirmed. Instability and vibration within the head cavity may also increase the temperature causing heat seen by production and quality personnel during testing.

Event description:
In this event a midwest technician reported that a midwest e 1:5 attachment overheated during pre-repair testing. There was no injury or intervention.